Manufacturer narrative:
Other text: d5 is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that upon opening the cannula in question was manufactured asymmetrically. No adverse patient effects were reported by the customer and the outcome was resolved.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. G1,2 email is: (B)(4). One device with a talk attachment received. Also included with the device was an obturator, red cap and unused twill tape. A photo was also received. Review of the picture provided by the complainant showed that a portion of the cuff stuck to the shaft during inflation. Device analysis: using a syringe, 10 ml of air was inserted into the inflation system of the device. The cuff partially inflated. A portion of the cuff remained stuck to the shaft below the talk attachment. Following the instructions for use (IFU), the cuff fully inflated. The reported problem could not be confirmed when following the IFU. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions are planned currently.